Manufacturer narrative:
H4: the device was manufactured from december 1, 2020 - december 2, 2020. H10: the device evaluation was completed. A visual inspection was performed using the naked eye which noted several droplets of fluid inside a bag that contained the unit. The cause of the leak inside the bag was found to be the untightened blue winged cap. A functional leak test was performed by filling the unit with green colored water. After fill and prime, to ensure the blue winged cap is securely connected, the cap was hand tightened by manually rotating the cap until the cap could not be rotated further. The sample was monitored until the next day. The next day, no signs of leak were observed. Based on the analysis finding, the infusor device was determined to be conforming product. The reported condition of leak was verified. The cause of the condition could not be determined; however, the most probable cause was due to a user error by not tightening the blue winged cap. The product labelling, instructions for use indicates the winged cap should be securely connected to the flow restrictor after filling and priming. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume infusor leaked. The fill port cap were observed to be securely tightened, this issue was discovered during storage. There was no patient involvement. No additional information is available.